Event description:
It was reported by the patient's attorney that the patient developed serious and potentially life threatening conditions, after implant of mesh. Also alleged that patient has suffered brain damage.

Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.